Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation mentor smooth round moderate profile, 575cc saline prosthesis experienced spontaneous left sided deflation and right-sided capsular contracture, unknown grade post procedure. An office visitation confirmed the deflation. As a result, patient underwent bilateral removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the right side had an issue with distortion of nipple area complex. As a result, removal of intact right saline implant, approximately 600 ml of saline was removed from this implant. Left side was a deflated saline implant that was removed. Left side capsulectomy and right side anterior capsulectomy with scar release. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).